Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), while still in its packaging, was interrogated via inductive telemetry and found to have a battery voltage reading of 2.71v which is lower than box labeling.